Event description:
The customer reported to olympus, during a varicose vein ligature procedure with an olympus device, a metallic grey viscous liquid spilled from the endoscope. The endoscope was connected to a varicose vein ligator. At the time of the aspiration of the varicose vein (1st elastic), the distal tip was identified as deteriorated. It is unknown if the device was inspected prior to use. It is unknown if there was a procedural delay. The intended procedure was successfully completed with the same device. The facility stated no patient consequence and no extended hospitalization.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center's evaluation results identified: a winding detachment of the ligature thread of bending section cover and bending section cover was completely detached; this defect happened during exam and some molycote came out the scope and went inside patient body. The distal-end had an air-leak. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional device evaluation findings, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: d10, h4, h6, h10. The device evaluation also stated the plastic distal end cover was damaged, the light guide lens was chipped, there was insufficient angulation and the device failed the electrical safety test. Also, the width of a-rubber glue at the distal end side (0.6mm) was narrower than the one instructed in service manual (1.0 to 1.5mm). From this, there was a possibility that there was an abnormality in assembly of a-rubber and a-rubber glue during previous repair (repair menu: replacement of insertion section) in january 2022. The service department stated it is possible the solid lubricant: molykote came out of the device and fell into the patient¿s body because of the bending section cover damage. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism: I) when the user attached varicose vein ligator to the subject device, excessive stress was applied to bending section cover glue. Ii) the bending section cover glue was damaged by the stress above and stress applied to the distal end through the varicose vein ligator during the procedure. Iii) molykote came out of the damaged location and fell into the patient¿s body moreover, it was confirmed that width of bending section cover glue was narrower than the one instructed in service manual. Therefore, attachment between the bending section cover and plastic distal end cover was insufficient, and the glue part may have been easily damaged. Olympus will continue to monitor field performance for this device.